Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's caregiver called technical support to replace the cycler due to fill pain. A follow up call to the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient's pain was due to peritonitis of an unknown cause. The nurse reported the patient was being treated with an unknown dose of vancomycin and gentamicin. Medical records have been requested. No additional information provided.

Manufacturer narrative:
A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. An internal inspection was performed and there were indications of dried fluid within the cassette compartment. The cause of the encountered dried fluid could not be determined. Simulated testing was performed, an error occurred and the cause was determined to be dirt and grease on a locking screw of motor a and motor b. Simulated testing was performed again, after cleaning the part, and was completed without failures. There were no fluid leaks during simulated testing and the device performed as designed. While there was evidence of a fluid leak associated with the cycler as found during internal inspection it was not reported to be associated with this event. Device history review was performed and found no non-conformance reports or other abnormalities during the assembly of this lot. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
Medical records did not contain a peritoneal dialysis culture results, dialysis progress notes for this time period or treatment records for this time period. There was no mention in the medical record that indicates the source of alleged peritonitis. There was no diagnosis of peritonitis at or about (B)(6) 2016 in the medical records. There was no documentation in the medical record that states there was a causal relationship between the patient¿s liberty cycler and the patient¿s alleged peritonitis. There was no documentation in the medical record that states there was a causal relationship between the patient¿s liberty cycler set and the patient¿s alleged peritonitis.